Event description:
Customer's husband reported his wife received a high reading of 433 mg/dl on her precision xtra meter yet experienced hypoglycemic symptoms. She was treated with a glucagon injection at home. Customer denied being seen at a local health care facility and there was no diagnosis reported. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The product was returned and investigated and the complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing.